Event description:
One endeavor rapid exchange (rx) drug-eluting stent was implanted in the 1st right posterolateral, two endeavor rx drug-eluting stents were implanted in the right posterior descending artery and one endeavor endeavor rx drug-eluting stent was implanted in the mid lad during the index procedure. A revascularization of the mid lad was carried out approximately 10 months post the index procedure and another endeavor rx drug-eluting stent implanted. Patient was asymptomatic / free of symptoms at the 30 day, 6 months, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up's. It was reported that the patient died approximately 3 years and 4 months post the index procedure. (Ref MFR's 9612164-2012-00095, 9612164-2012-00096, 9612164-2012-00097, 9612164-2012-00098, and 9612164-2012-00099).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).